Event description:
The hospital biomedical tech reported the ventilator was operating on ac power and switched to backup battery power and began alarming to alert the user to backup battery in use. The user allowed the ventilator to continue to operate on backup battery while alarming until the battery depleted. Upon battery depletion, the ventilator shuts down while still in use on the patient. The customer reported there was no patient harm. The ventilator alarmed as specified. The biomedical tech reported the ac distribution panel required replacement. The biomedical tech replaced the ac distribution panel to complete the service. Per the esprit operators manual, when the ventilator is powered by backup battery, it will generate a nonresetable, non-silenceable alarm every 60 seconds. During this state, a battery in use yellow led is lit. Operation will continue until the battery has 5 minutes of operation left. A red battery low led will flash and a nonresetable high priority alarm will sound. When the battery low indicator is flashing red, operation of the ventilator from the battery power should be discontinued.

Manufacturer narrative:
Ac distribution panel.